Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® fx 5mg 4mg plus blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "a patient sample had glucose measured on a flox sample and it was 0.6mmol/l. Repeated at the same concentration, and was also repeated in false bottom tube and results were consistent. Analysed on poc meter and result <0.1mmol/l. The serum sample was then analysed and the glucose concentration was 3.6mmol/l.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-07. H6: investigation summary: bd received 2 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for sample quality with the incident lot was not observed. Additionally, 10 retention samples were submitted from the bd inventory for evaluation. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. The anticoagulant in the bd glucose may give the appearance of slight to moderate hemolysis. There are available references in the literature regarding glycolytic inhibitors and this reported condition, including that hemolysis has no clinically significant effect on the analytical results of these sample types. There are several factors to assure high quality specimens. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. A discard tube must be used when using a winged blood collection set for venipuncture, in order to fill the blood collection set tubing¿s ¿dead space¿ with blood. It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. Instrument manufacturer¿s specimen type recommendations and validation procedures reviewed. A review of specimen handling parameters would be of value for this tube type. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® fx 5mg 4mg plus blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "a patient sample had glucose measured on a flox sample and it was 0.6mmol/l. Repeated at the same concentration, and was also repeated in false bottom tube and results were consistent. Analysed on poc meter and result <0.1mmol/l. The serum sample was then analysed and the glucose concentration was 3.6mmol/l.